Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enveor-l, serial/lot #: (B)(4), ubd: 11-oct-2019, UDI #: (B)(4). Product ID: evolutr-26, serial/lot #: (B)(4), ubd: 11-mar-2020, UDI #: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was noted that the valve was deployed too high and was constrained. Severe paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed. Hypotension occurred due to severe pvl. A second valve was implanted as a life-saving measure however, the patient died. Per the physician, the cause of death was aortic insufficiency. Per the physician, the implanting team's decisions during implant rather than the valve itself impacted the patient outcome.